Manufacturer narrative:
A boston scientific technical services consultant discussed typical device function and encouraged the patient to follow up with his physician. The local boston scientific sales representative confirmed that at this time, the patient has not been checked by the pacemaker clinic. The nurse is going to try and schedule the patient for a follow-up appointment some time in the near future. There are no product performance allegations known at this time. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient experienced a syncopal episode and felt terrible and weak for 6-7 days afterwards. The patient did not report this issue to her physician as stated she will discuss the episode at her device check in a few weeks. The patient also reported feeling her heart racing and dizziness and when she checked her pulse it was 97bpm. No adverse patient effects were reported.

Manufacturer narrative:
The device was subsequently explanted for an unspecified reason. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.